Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for humeral component subsidence. At a clinical visit on (B)(6) 2016, the patient was diagnosed with a low grade humeral prosthetic loosening with pseudo stability of the right (study) shoulder. The patient underwent a revision rsa on the right (study) shoulder on (B)(6) 2016. Patient ID: (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.